Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed ca results is unknown. The user noted discoloration of two reagent well segments on the one impacted flex reagent cartridge which correlated to the group of falsely depressed results. The account was unable to return the flex for siemens healthcare for evaluation. The account examined other ca flex reagent cartridges in their inventory and found no other instances of discolored reagent wells. The instrument is performing within specifications.

Event description:
Falsely depressed calcium (ca) result were obtained on qc and patient samples on the dimension vista instrument. Patient results were reported to the physicians who questioned the results. The samples were repeated on an alternate dimension vista instrument and higher results were obtained. Corrected results were issued. Patient treatment was altered or prescribed for two patients. No information on the change of treatment was provided. There was no report of adverse health consequences as a result of the falsely depressed calcium results or treatment.